Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of 64 months, it was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was later explanted and replaced during a routine pacemaker change-out. The lead was not returned for analysis and there were no adverse patient side effects reported.